Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a coronary catheterization diagnostic procedure. Reportedly, the suture stitched to the arterial back wall. The patient had no distal pulse. The patient was taken to interventional radiology for further treatment. There was a clinically significant delay in the procedure. Hemostasis was achieved by surgical cut down. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.